Event description:
It was reported that the index procedure took place on (B)(6) 2010 during which a taxus liberte stent was deployed in the mid right coronary artery. On (B)(6) 2012, the patient was admitted with severe chest pain and underwent target vessel revascularization with placement of a 3.5 x 38 mm promus stent. On (B)(6) 2013, the patient died of cardiac arrest. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of death is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. It should be noted that the IFU states: promus is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effect. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.